Event description:
Report received of overdelivery related to possible operator error. It was reported that the pt was receiving dilaudid 0.1mg/ml in the continuous + bolus mode after surgery. The reported orders for delivery were 0.1mg/hr continuously with a bolus dose of 0.3mg every 8 minutes. It was reported that on 7/8/2000 at 10:20pm, it was noted that "the pt was alert, oriented and talkative in no distress with the pump alarming". The alarm alert was not identified. The pt was reported to have "respirations even but shallow with an oxygen saturation down to 69%". The supervisor was reportedly called, and the pt was given one dose of IV narcan 0.4mg. The nurse "discovered that the pt got too much medication too quickly, cleared the program and stopped the infusion." The pt's respirations "improved, IV fluids were increased, and the pt's oxygen was increased from 3l per nasal cannula per minute to 6l per nasal cannula per minute." It was reported that the oxygen saturation improved to 84%. The pt was then placed on a 50% venti-mask with further improvement of oxygen saturation up to 92%. The pt was reportedly moved to the ICU for observation, with no further sequelae noted. The customer contact reported that they think that when the bag was changed, there was "human error in reprogramming the wrong concentration and the pt got the medication too quickly" though requested, there was no further info available.